Manufacturer narrative:
All available information was investigated, and the reported cowl could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported cowl was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, flail and a prolapsed posterior. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 80 degrees. To stabilize the clip, an additional xtw clip was implanted. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr was reduced to a grade of 4. There was no clinically significant delay in the procedure.